Event description:
The customer reported that while using the evis exera iii video system center, the image showed in auto-freeze mode. There was no procedural or patient involvement associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found that the image would automatically freeze occasionally, due to a defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be confirmed. Olympus will continue to monitor field performance for this device.